Manufacturer narrative:
Zimmer biomet complaint (B)(4). The user facility is foreign; therefore a facility medwatch report will not be available. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the product hardened very quickly and did not become homogenous. The customer reported a problem when mixing the product during preparation of a therapeutic ear implant procedure. There was no significant surgical delay, the intended procedure was completed with another container of the same product, and this did not impact the outcome of the procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. For all 2g otomimix (part# 7014-3266) in the previous year (from the notification date), there is a complaint rate of 0.16%; as this overall complaint rate is already below the occurrence rate of this failure mode (0.5%), no further review is necessary. No product was returned and no functional tests or inspections could be performed. There are no indications of manufacturing defects. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.